Event description:
Customer called to report a low blood glucose event. The current blood glucose reading is 127 mg/dl. The paramedics were called due to low blood glucose reading is 27 mg/dl. Customer has been experiencing low blood glucose readings for one month. Customer stated that he could move his arm, he call paramedics with his left arm and after that everything is blur. Customer was treated with IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.